Event description:
A malfunction was reported with a pump, indicated by malfunction code 16 and a fault ID of 16-0x20e6. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to deplete the battery before returning the pump and confirmed the shipment of a replacement pump. The customer was informed to use a backup insulin delivery method, specifically mdi, to ensure continuous insulin management.